Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It was confirmed that foreign material was adhered to the distal end, however, the specific material could not be identified and the cause of the material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the following cleaning sterilization and disinfection (cds) processes performed at the user facility. There was no delay to the start of pre-cleaning or manual cleaning. The surface was wiped/brushed during pre-cleaning and manual cleaning with olympus brushes. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual "5.4 manually cleaning the endoscope and accessories" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation found the following: distal end has residual liquid; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; switch box has a scratch; scope connector has a scratch; scope cover unit has a scratch; due to damage on knob wire, fixing force of guide wire does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; light guide bundle has a breakage; objective lens has a scratch; connecting tube has a wrinkle; and due to annual inspection, parts must be replaced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus the evis exera ii duodenovideoscope for the annual inspection and without any particular issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the distal end had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.